Event description:
In 2008, an e-mail was received from the pt's mother reporting that the pt experienced 3 infusion set tubings break at the luer connection. Upon follow up with the p's mother on eight days later, she stated that 3 infusion tubings broke within the past 2 weeks. She stated that only the outer tubing was affected and the pt did not experience any physiological effects. The infusion tubings were in use for 1 day before separating. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.